Manufacturer narrative:
Visual inspection of the returned nail revealed that the distraction rod of the nail had discoloration as shown on attached picture, which confirmed discoloration failure mode. Per reported failure functional testing was not applicable. The discoloration failure is a previously known issue and is being investigated under a CAPA. Review of the device history records indicated that the nail was visually inspected, and functionally tested per at0026, and at0070 prior to release. In addition, the nail listed in this complain was built prior of the CAPA.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that upon explanting the nail after it had achieved its intended purpose, corrosion on the nail and metallosis were noted in the area of the nail's distal locking screw. No medical intervention or adverse outcomes were reported and the patient was reported to have had an excellent outcome with well-matured bone regenerate.